Event description:
It was reported the patient went into surgery to replace the existing lead. During the surgery, the doctor encountered a dural puncture with significant cerebrospinal fluid leakage. In turn, the procedure was abandoned. The patient developed a headache a couple of days after the procedure and was put on caffeine and ibuprofen. Follow-up revealed the medication did not provide resolution to the issue. As a result, the patient will undergo a blood patch procedure.

Event description:
Follow-up revealed the patient had the blood patch procedure on (B)(6) 2015 and the headache has resolved. The patient also underwent an MRI and no anomalies were found.

Manufacturer narrative:
Conclusions code: sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.